Event description:
It was reported that the embolization of the rima during a pre-fontan case. The physician attempted to retract the coil back into the microcatheter, but the coil detached in the microcatheter. The physician was able to retrieve the detached coil by clamping the catheter and removing the system. The physician completed the case by using two coils. No harm to the patient.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Manufacturer narrative:
The investigation of the returned coil system found the implant damaged, deformed, separated from the pusher, and partially stuck within the returned microcatheter. The investigation found the implant's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was found flattened at 23cm and 27cm from proximal tip of strain relief, which may have caused or contributed to the separation of the coil from the pusher.